Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump was stick sometimes. Customer's blood glucose value was unknown. Customer declined to troubleshoot. The device will not be return for analysis.